Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 devices and the reported right ventricular failure (rvf) could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The research abstract titled ¿preoperative levosimendan to reduce risk of right ventricular failure after left ventricular assist device (lvad) surgery¿, assessed levosimendan¿s effect on rvf risk in patients implanted with a heartmate (hm) 3 lvad. Rvf is a frequent complication after lvad implantation and influences patient outcome. Because of decreased septal contribution to the right ventricular (rv) contractility after surgery, rv emptying is more dependent on free wall shortening and may subsequently benefit from preoperative administration of levosimendan, a long lasting inodilator. Fifty-five patients who were implanted between 2015 and 2020 at a single center were included in this retrospective study. Levosimendan was administered to 20 patients up to 7 days prior to the lvad implant surgery; 10 of which received a high dose of levosimendan (greater than or equal to (>/=) 0.1 micrograms per kilogram per minute (ug/kg/min) for 24 hours). Overall, 14 patients experienced rvf, with 6 of these patients belonging to the levosimendan-all group and 4 belonging to the levosimendan-high-dose group. Three factors (intermacs class (imc), preoperative vasopressors, and pulmonary artery pulsatility index (papi) were more prevalent in these groups than in the group that did not receive levosimendan, and they were associated with rvf risk. Neither group that received levosimendan predicted rvf in a univariate analysis. After adjusting for imc, preoperative vasopressors, and papi, the patients who were given the high dose of levosimendan saw lower risk of rvf following lvad implant surgery. The study concluded that a high dosage of preoperative levosimendan may prevent rvf following lvad surgery. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial numbers are documented as unknown. Device was implanted at time of event. (B)(6) hospital, department of heart-vessels, (B)(6), (B)(6) hospital, intensive care unit, (B)(6). The reportable away date is the date the sjm notifier completed reading the article and entered in the complaint database (per section 6.3.4 of 90979616). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article, "preoperative levosimendan to reduce risk of right ventricular failure of lvad surgery," that preoperative levosimendan at a high dose may prevent rvf after lvad surgery. This was a single-center retrospective center that observed the affects of levosimendan in 55 heartmate patients between 2015 and 2020. It was hypothesized that given the decreased septal contribution to rv contractility after surgery, rv is more dependent on free wall shortening and as a result may benefit from preoperative administration of levosimendan. (Levosimendan is a long-lasting inodilatator). Prescription of levosimendan was left to the cardiologist discretion but in all cases was started no greater than 7 days before lvad implant surgery. A high dosage of levosimendan was defined as > 0.1mug/kg/min for 24 hours. Levosimendan was given to a total of 20 patients, 10 of these patients received the high dosage. Rvf occurred in 14 patients, 6 of these patients belonged to the non-high dosage group and 4 belonged to the high dosage group. Three factors were more prevalent in the study group than in patients that did not receive levosimendan. These factors included imc, preoperative vasopressors, pulmonary artery pi and they were associated with rvf risk. Neither group that received levosimendan predicted rvf in univariate analysis. After adjusting imc, preoperative vasopressors, and pulmonary artery, the patients who were given the high dose of levosimendan saw lower risk of rvf.